Manufacturer narrative:
Evaluation results: (other) a visual inspection of the return product shows that the sensor pad is alarming intermittently and is in a blemished condition. Conclusions: no conclusion can be drawn.

Event description:
The reporter didn't provide any information as to the reason for the return of the disposable bed sensor. No patient injury reported.